Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder signal out of phase. Due to the motor error alarms the device was unable to perform the displacement test.

Event description:
The customer reported via phone call, the insulin pump kept alarming motor error. Customer stated she had an appointment for an MRI and wore the device for two minutes then realized she had it on and took it off. Customer's blood glucose was 205 mg/dl. Troubleshooting was performed and the customer reported the device also alarmed motor position encoder error. The device prompts her to rewind and each time she attempts, the device alarms motor error. The customer was advised to discontinue use of the device, revert to her back up plan, and the device need to be replaced. She agreed to return the device for analysis.